Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports transmitter is not holding charge. Unit received with cracked / broken off piece at the top of casing exposing electronics. Unable to perform functional test due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Customer reported the transmitter battery did not last 7 days. Transmitter was fully charged before it was connected to the sensor. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned.